Event description:
It was reported that on (B)(6) 2026 the vehicle was involved in a head on collision and then flipped over and rolled to the side three times. The patient had previously been secured on the 5 point cot, and somehow the belts became loose enough that he slid completely out of the stretcher and ended up on the floor of the squad. It was further reported that the patient ended up passing away on (B)(6) 2026.